Manufacturer narrative:
(B)(4). Result of investigation: visual inspection reveals the pigtail adapter was not seated properly. The service technician replaced the power flex and pigtail adapter as a pre-caution.

Event description:
The customer reported that the unit is having problems with the pigtail and is no longer connected. While in service, a review of the event trace revealed several "inop" conditions. The customer reported no patient involvement.